Manufacturer narrative:
This is an initial report. The product will be requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the customer reported testing a venous blood draw as capillary. All qc tests completed the day of the event were in range per the customer.

Event description:
A hospital reported a readings issue from a venous blood sample taken from a patient. The hospital reported receiving a low reading less than 20 mg/dl on their blood glucose monitor as compared to a laboratory reference reading of 508 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.